Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered pain, mesh erosion and incurred additional medical treatment and procedures. Additional information received from the physician's office on (B)(6) 2013 stated that the procedure on (B)(6) 2011 was performed at the summit healthcare regional medical center and urethral tape was implanted. The procedure on (B)(6) 2011 was performed at arrowhead hospital and pelvic reconstruction was performed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of birth is unknown, however, the patient was reported to be over 18 years old. The complainant listed two facilities associated with this complaint, summit healthcare regional medical center, show low, az and arrowhead hospital, glendale, az. It is unknown which facility the device was implanted at.